Manufacturer narrative:
A philips product support engineer (pse) reviewer the provided logs and determined that the pic ix was functioning as specified/configured. It was determined that the request to enter standby mode was initiated from the pic manage patient screen and not from the mx40. There are various instances where the device entered standby mode. But every time, the request to enter standby mode was initiated from the pic manage patient screen and not from the mx40 device. The audit logs (audit logs) and pic log viewer data (log viewer) clearly indicates that the device was put on standby from the manage patient window on the pic. Based on the information provided, the pic ix was functioning as specified/configured.

Event description:
It was reported the patient on the medical telemetry unit was found unresponsive while the telemetry device was in standby mode. The patient had been off the monitor with mx40 in standby mode, which was initiated by the telemetry technician, for several hours. The second time the mx40 was placed in standby mode, it remains unknown what user initiated this as the technician did not remember placing the mx40 in standby mode the second time. The patient was found unresponsive, transferred to ICU, coded, and later expired. There was no device malfunction found upon customer inspection. Based on this information, the lack of monitoring due to the device being placed in standby mode likely caused or contributed to the reported event; however, it cannot be determined how the mx40 was placed in standby and it remains unknown whether there was a device malfunction, clinical workflow or use error that contributed.

Event description:
It was reported the patient on the medical telemetry unit was found unresponsive while the telemetry device was in standby mode. The patient had been off the monitor with mx40 in standby mode, which was initiated by the telemetry technician, for several hours. The second time the mx40 was placed in standby mode, it remains unknown what user initiated this as the technician did not remember placing the mx40 in standby mode the second time. The patient was found unresponsive, transferred to ICU, coded, and later expired. There was no device malfunction found upon customer inspection. Based on this information, the lack of monitoring due to the device being placed in standby mode likely caused or contributed to the reported event; however, it cannot be determined how the mx40 was placed in standby and it remains unknown whether there was a device malfunction, clinical workflow or use error that contributed. If additional information is obtained, please request re-assessment of the record by the pms clinical expert.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required